Event description:
It was reported that the patient presented with a preoperative diagnosis of cervical spine pseudoarthrosis. He underwent surgery which consisted of c6-7 hardware removal with fusion exploration and a c6-t1 posterior spinal fusion with segmental instrumentation using bone morphogenic protein. Per the postoperative report ¿¿a power bur was used to decorticate the lateral mass at c6-7 down to the transverse process of t1, also the posterior lamina c7, the posterior lamina at t1. Facet joints decorticated as well. Bmp, matrix sponge packed into the facet joints as well as laid across the posterolateral area and across the lamina and lateral mass area¿.¿ there were no complications noted. Two days post-op the patient was discharged from the hospital. Nine days post-op the patient presented a postsurgical wound infection of the posterior cervical spine surgical site. Also, postoperatively ¿he developed a large abscess on the anterior aspect of his chin that he states he gets frequently and has been diagnosed with methicillin resistant staphylococcus aureus type infections¿ after this developed, ¿2-3 days later his cervical wound began to become red and inflamed and present with drainage.¿ the patient underwent a surgery that consisted of cervical wound cervical wound debridement with incision and drainage. Per the operative notes ¿¿.a standard incision was made through the old scar. We did encounter mostly what would call dark, perhaps infected looking seroma. We did encounter some purulence down by the inferior aspect of the incision¿..we got it all surgically clean¿all the tissue that was marginal or might be necrotic was all debrided. At that point it was surgically clean. I seriously contemplated removing the bmp mastergraft matrix sponge and placing new in there. I decided not to do that because I am not sure if it is new foreign material or old foreign material if it really matters, and we did get to this infection very early¿.¿ no complications were noted. The patient was discharged from the hospital six days later. Three weeks post-op the patient had his sutures removed. Ap x-rays of his neck demonstrated the hardware was in good position. Four weeks post-op the patient¿s wife called the doctor and reported that the patient was ¿having a lot of trouble with leg swelling and nausea issues. They were also concerned with the area at the inferior aspect of the incision where they thought a staple was retained.¿ thirty-three days post-op the patient presented fever, cough, diarrhea, and chills and was admitted to the hospital. He was found to have pneumonia. A CT scan showed bilateral infiltrates. The patient was discharged from the hospital one week later. One hundred four days post-op the patient presented increasing discomfort in the right arm with some swelling and some follicular areas on his face. Ap x-rays showed hardware in good position. ¿ one hundred ninety-four days post-op the patient presented significant pain. Ap x-rays showed hardware in good position. ¿ one thousand three days post-op the patient presented the preoperative diagnosis of degenerative joint disease of the left hip and impingement syndrome, right shoulder. The patient underwent surgery that consisted of a left total hip arthroplasty and an injection of the right shoulder subacromial aspect utilizing depo-medrol and xylocaine. One thousand eighty-three days post-op the patient presented with the preoperative diagnosis of degenerative joint disease of the right hip. The patient underwent surgery that included a right total knee arthroplasty. No complications were noted. The patient was discharged from the medical center two days later. One thousand three hundred sixty days post-op the patient presented low back pain, upper back pain, shoulder pain, neck pain, stress, and insomnia (sleep apnea). One thousand three hundred eighty-nine days post-op the patient complains of low back pain and chronic neck pain. The patient received a trigger point injection. One thousand four hundred fifteen days post-op the patient was seen for office visit. The patient complained of low back pain, and chronic neck pain. At CT myelogram was conducted that demonstrated ..¿ fusion c5, c6, c7, and t1. This appears to be intact. There is no evidence of mechanical failure although one of the anterior fusion screws is discontiguous ¿. C4-5 degenerative disc uncovertebral osteoarthritic changes with a mild grade I listhesis. This contributes to bilateral moderate neural foraminal narrowing; additional mild-to-moderate left c3-4 neural foramina! Narrowing due to the facet hypertrophic changes and uncovertebral osteoarthritic changes; pain control electrode is in the posterior aspect of the cord behind the c3, c4, and c5 levels; ¿. Radicular symptoms which although mild to moderate are primarily at the left c4 and bilateral c5 distributions.¿ the patient also received a trigger point injection. One thousand four hundred seventy-nine days post-op the patient presented post laminectomy syndrome, cervical region. The patient complained of back pain. The patient underwent a trigger point injection. One thousand five hundred six days post-op the patient was seen for office visit. The patient presented post laminectomy syndrome, cervical region. The patient complained of pain in upper thoracic area below the surgical area and shooting pain going down his arms. One thousand five hundred thirty-nine days post-op the patient was seen for office visit. The patient presented post laminectomy syndrome, cervical region. He complained of constipation, head pressure, neck pain, low back pain, radiating pain to the right shoulder right upper arm, right forearm, and hand. Paravertebral muscle spasm, upper stiffness, numbness in right upper arm, forearm hand, fingers and weakness in right hand.

Manufacturer narrative:
Concomitant medical products. Mastergraft matrix (implant (B)(6) 2009). (B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.